Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522604l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) procedure with a decanav catheter and a thermocool smarttouch sf catheter and the patient suffered a pericardial effusion treated with a pericardiocentesis. During a procedure, while mapping in the right ventricle with the decanav catheter, the physician noticed a small effusion. After a few ablations, the effusion was getting bigger per intracardiac echocardiography (ice) catheter imaging and the physician abandoned the ablation. The pericardial effusion was confirmed with ice. The medical intervention provided was a pericardiocentesis and 100 cc of fluid was removed. The patient is in a stable condition. The physician did not know how the effusion occurred. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. This adverse event was assessed as MDR reportable under both the decanav catheter and a thermocool smarttouch sf catheter.